Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received and evaluated. The root cause was undetermined. A batch review was performed and found no issues in the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that a patient reported receiving a minicap with inadequate iodine. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.